Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no telemetry. Further testing revealed that the no telemetry condition was the result of lifted hybrid bond wires. (B)(4).

Event description:
It was reported that the patient experienced dyspnea due to the device battery depleting and no longer stimulating. At a clinic visit, the remaining battery life was noted to be greater than one year, but then three months later, the device could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.